Event description:
It was reported the patient lost effective coverage due the migration of the t12 lead, and high impedances on the l1 lead. The migration was confirmed via x-rays. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.